Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00807149 case subject: npi 8100 safety clamp open alarms account name: central baptist hospital account #: 1083600 asset name: 8100 pump module v8.5.29.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone:(B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: dennis had a "safety clamp open" alarms on lvp8100 sn (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I advised dennis to check door latch assy. Or the ail sensor. Dennis will replace ail sensor first. If it did not resolve the problem, dennis will replace door latch assy.